Event description:
After 11 months of support, a thoratec ventricular assist device (vad) patient exhibited symptoms of right heart failure. An echo revealed tricuspid valve impingement on rvad inlet cannula. At the time of event, the patient was participating in thoratec tlc ii home discharge study. The patient was admitted to the hospital and placed on the dual drive console. Patient will remain hospitalized until transplant.